Manufacturer narrative:
The ge service rep pulled the log files and consulted another ge rep on the corruption that showed in files. He agreed upon replacing the interconnect, cable and reload of software. He also noted damaged rj45 connection on the extension interface. He replaced and reloaded the software as well as replacing extension interconnect. He reloaded the cal files and operational checkiout including boot, fluoro, image handling, tracking, controls as well as mechanicals. All operating as intended.

Event description:
The customer reported that the image was dark and grainy. Also, the system was not exposing properly.